Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the transmitter exhibited a melted power plug/prongs and a software issue. The visual inspection revealed that the power plug on the ac power adapter was melted; however, there was no other damage present. The unit was plugged into a working ac electrical outlet once the original prongs were swapped with the testing prongs and the unit powered on successfully. Further analysis was performed using the testing prongs. The unit proceeded to boot up to and got stuck on the 3rd led exhibiting a software issue. Software v8.3 rev.1 was then installed with success fixing the software issue.

Event description:
This report is to advise of an event observed during analysis.